Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported communication anomaly was confirmed in the laboratory and was due to a low battery voltage. No high current sources were found throughout testing. The battery was sent to the vendor for further analysis. No anomalies were found. The cause of the battery depletion remains undetermined.

Event description:
It was reported that the device could not be interrogated. The device was explanted.